Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1219611-2025-00014-00. The date of that submission was 10-nov-2025. H3: the device and a photo were received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was duplicated. There was a "v"-shaped puncture consistent with catheter wall penetration by the cannula due to a redirect during insertion and not the result of a manufacturing nonconformance. Based on device analysis, the complaint cannot be confirmed as a manufacturing nonconformance, but is highly probable to be due to a variation in insertion technique.

Event description:
It was reported that when the catheter was flushed with saline, the saline came out where catheter meets hub. There was patient involvement and there was no patient harm. There was medical intervention-IV removal and restart. Outcome of the event was resolved.